Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited high impedance measurements and helix mechanism issue resulting in failure to retract the helix. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance and helix mechanism issue were confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. After cleaning and cutting the lead, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured within specification. Electrical testing found the lead to be intermittently short and open when manipulation the lead at the connector pin region due to the lead was over torqued. Visual and x-ray examinations did not find any anomalies except for procedural damage. The cause of the reported events was isolated to the over torqued inner coil and helix being clogged with blood/tissue.